Event description:
Complainant alleged that while attempting to monitor a pt for anaphylactic shock, the device inappropriately shut down. The complainant alleged that they replaced the battery and were unable to power up the device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.